Manufacturer narrative:
(B)(4). The sample was received and evaluated. This complaint was confirmed in the lab for a leak via bubble point testing for leaks coming out of the venous header and out the dialysate port. The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).

Event description:
After one minute of patient treatment, the the device alarmed with a blood leak. Treatment resumed and ran normally after a new dialyzer used. This incident occurred on the second use of the dialyzer. No patient injury or medical intervention was reported.